Event description:
It was reported that one month post implant it was noted that implant detection did not complete due to lack of an atrial lead. The implant detection was turned off and the device remains in use. No patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Concomitant product: 511211 x2 implantable pacing leads (B)(6) 2013. (B)(4).

Event description:
It was further reported that the device was subsequently explanted and replaced due to system upgrade.